Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. It was reported that the proglide device was used in a vein. It should be noted that the perclose proglide instructions for use, states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that an arteriotomy closure of the left common femoral vein was attempted using a proglide device with an 8f sheath after a supraventricular tachycardia (svt) ablation procedure. The marker lumen of the proglide device was pre-flushed with saline prior to the procedure. Reportedly, three sheaths were kept in the vein when the proglide device was inserted. After the proglide was inserted in the anatomy, no bleed back was observed at the proglide marker lumen. The lumen was re-flushed with saline but no bleed back was observed. The proglide device was removed. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.